Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 500-600 mg/dl and diabetic ketoacidosis. Reportedly, customer's non-tandem continuous glucose monitor was not available, and customer did not know bg levels. Bg was treated with fluids, potassium/magnesium, and insulin. Reportedly, customer left the ER several hours later with customer in stable condition (bg unknown).